Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported that the tubing set was primed with an unspecified volume of fluorouracil 4200 mg at the user facility. The customer contact reported that 1-2 days after the tubing set was primed, the tubing set was loaded into a gemstar pump and the pump was programmed to deliver for a duration of 46 hrs. No specific pump programming parameters were provided. The customer contact reported that the delivery was started at the user facility and the pt went home. After an unspecified length of time, the pt notified the user facility that an unspecified volume of solution leaked from an unspecified location on the filter of the tubing set. It was reported that after the pt returned to the user facility, it was noted that the solution leaked from the proximal air vent on the filter of the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.